Event description:
Balloon failed to inflate.

Manufacturer narrative:
It was reported that "foley that was used had a failure with the balloon, which failed to inflate when inserted in the patient". Due to this, a replacement foley catheter was required. No injury was reported related to the incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.